Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that image signal was not output from digital visual interface channel due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no signal output under digital visual interface channel due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video processor has a digital visual interface connector failure and the was no image. The issue was found during reprocessing. There were no reports of patient harm.